Event description:
Femoral guide floated today with excessive posterior bone removal, medial greater than lateral, that required changing the rotation of the femoral component to more internally rotated. Bone resection thicknesses are indicated in pre-op plan (pop) with following code dm 5mm, pm 12mm, dl 8mm, pl 9mm. Pt was planned with 2.5mm rule so the cuts should have been 7.5mm thick from the femoral component being translated proximal and anterior. The 7.5mm resection plus 1.5 kerf from say blade 1mm for translation equals 8mm which is the thickness of the triathlon femoral component. The excessive posterior cut that was medial greater than lateral suggests the femoral guide locked in too much ir (about 3 degrees) and translated anterior 1.5 from the intended position. The malrotation of the femoral guide seemed to pivot on the lateral pin rather than the center of the femur.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: segmentation review: performed to specifications using current work instructions. Planning review: performed to specifications using current work instructions. Jig design review: guides manufactured to specifications using current work instructions. Conclusion: no conclusion can be determined due to lack of info. Device was not returned. Review indicates everything is according to specifications.